Event description:
It was reported that the customer was hospitalized for high blood glucose levels and found a bent infusion set cannula. The blood glucose reading was 557 mg/dl. The customer stated that her high blood glucose issues had started the day prior. She noted that the 911 call was made between (B)(6) 2014 and (B)(6) 2014. She stated that she was late going somewhere, entered the wrong building, began to stress out, and passed out. She stated that she had heart related issues that were caused by her diabetes. The blood glucose reading at admission was just under 600 mg/dl. She had a low blood glucose event in the hospital while receiving insulin via intravenous drip. The blood glucose reading went as low as 31 mg/dl. She stated that she had an absorption issue. She advised that the infusion set had been knotted, but she stated that she did not see a no delivery alarm. She also reported issues with the infusion set tape getting stuck to the side of the serter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.